Manufacturer narrative:
(B)(4).

Event description:
Pt reported, after pairing a new tx successfully pt got a message "pair new tx" while interacting with the device

Manufacturer narrative:
1. External visual inspection: pass. 2. Perform voltage test: pass. 3. Nordic bluetooth pairing test: pass. 4. Data/share log available: no. 5. Bin file analysis: fail.

Event description:
It was reported, that a transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the bin file was performed, and transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause was determined, to be a defective transmitter. No injury or medical intervention was reported.